Event description:
Additional information received from the health care provider (hcp) reported that the patient did not have the event with their service. It was stated that the last surgery there was on (B)(6) 2012. The hcp has not seen the patient since then and has had no further communication. No further information was provided.

Event description:
Additional information received reported, the patient was to have the lead removed due to a meningitis infection in the brain. The patient experienced memory loss and was in a lot of pain and "loopy" from medication since having meningitis. Patient outcome was not provided.

Manufacturer narrative:
Other applicable components are: product ID: 3550-29, lot# n236403, implanted: (B)(6) 2012, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n236403, implanted: (B)(6) 2012, product type: accessory. Product ID: 3587a25, lot# n313382, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n317594, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n313382, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n317594, implanted: (B)(6) 2012, product type: lead. The information that was originally reported is included and appended with new information so that the associated coding could be updated to current practices and procedures. Coding accounts for both pre-submitted and new event information in accordance with current practices and procedures.

Event description:
Rep indicates pt is having revision surgery tomorrow. All rep knows is that system isn't working, no other information can be obtained. A complaint about the stimulation was reported: while stimulation is turned on, the following occurs: patient's stim therapy has changed but caller doesn't know any details of nature of change. Pt having revision today. Md considers this an "exploratory" revision as they don't know what may need to be addressed when they get in there. We ended up just changing the boots on the extensions and testing impedances. All were within range. Sister states that in may the pts lead had to come out due to a meningitis infection in the brain. Sister spoke about the pts memory loss and stated something about having an 8840 invision programmer and stated a 37713 as well. Sister wanted to have rep (B)(6) call her. Pss sent an email to rep (B)(6). Caller states her sister, the pt, is in a lot of pain and "loopy" from medication since having meningitis. That caller did not know dr's first name. Pt. Did not have this event with our service. Last surgery here was (B)(6) 2012. We did not see pt thereafter. No further communication. Additional information was received from the patient on may 31st 2016 stating that their lead and implantable neurostimulator (ins) were replaced because the electrodes had moved off the site in the cortex due to scar tissue buildup.

Event description:
It was reported that the stimulation had changed and therefore patient had a revision on (B)(6) 2012. The physician considered the surgery ''exploratory'' since they don't know what actions will be needed. The manufacturer representative indicated that the surgery resulted in changing the boot and extension, and that when the impedances were tested, they were all within range.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), product type recharger, product ID 3587a25, lot # n313382, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n317594, implanted: (B)(6) 2012, product type lead; product ID 3550-29, lot # n236403, implanted: (B)(6) 2012, product type accessory; product ID 3550-29, lot # n236403, implanted: (B)(6) 2012, product type accessory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3550-29, lot# n236403, implanted: (B)(6)2012, product type: accessory, product ID: 37752, serial#(B)(4), product type: recharger, product ID: 3550-29, lot# n236403, implanted: (B)(6)2012, product type: accessory, product ID: 3587a25, lot# n313382, implanted: (B)(6)2012, product type: lead, product ID: 3587a25, lot# n317594, implanted: (B)(6)2012, product type: lead, product ID: 3587a25, lot# n313382, implanted: 2012-03-08 explanted: product type lead product ID 3587a25 lot# n317594 serial# implanted: (B)(6)2012, product type :lead. Patient codes (B)(4) apply to both leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and trigeminal neuralgia. It was reported that about a month after the (B)(6) 2012 implant the patient had an infection located in their brain. They had a fever and had puss coming out of the incision site. The connector in the back of the patient's head had to be replaced, and the patient was hospitalized for a month in a sterile room. No further complications were reported or anticipated.